Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed for broken screws were holding the brake preventing it from engaging. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The right motor brake broke.